Event description:
It was reported that the during implantation procedure, physician could not turn the set screw of the pacemaker in atrial port, the screw was jammed, and it failed to loosen and tighten. The pacemaker was replaced to complete the procedure. Patient was stable.